Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an abdominal hernia. It was reported that after implant, the patient experienced abdominal wall cellulitis, phlegmon and stranding, open draining wound, inflammation, wound dehiscence, infection and fluid collection. Post-operative patient treatment included revision surgery.